Manufacturer narrative:
8/11/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The exact manufacturing site could not be determined as the production lot is unk.

Event description:
The device was used during a lobectomy procedure. Reportedly, the instrument was difficult to open. The surgeon opened the device with manipulation. The hosp has reported that no pt injury occurred.